Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge due to the cartridge tubing being pulled. A new cartridge was loaded resolving the issue. The customer's blood glucose level was 220 mg/dl.

Event description:
It was reported that the tubing was caught in a door knob causing the cartridge tubing to be pulled out.